Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. Physical damage appeared to be confined to the user interface holder, the control cable, and a missing knock protector. The ventilator was repaired, functional and safety checks were performed with successful results, and the ventilator was cleared for clinical use. According to received information, the front wheels of the ventilator were not locked as expected and that the ventilator was placed too close to the mr scanner at the time of the event. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". Our conclusion is, that the incident was caused by the user not following the requirements for use of the ventilator in the mr environment.

Event description:
It was reported that the ventilator was pulled into an mr scanner since the two front wheels were unlocked and the ventilator was placed too close. There was no patient involvement reported. (B)(4).